Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 22.6 mmol/l. Customer stated that they were at christmas market and ate too many treats. Customer¿s current blood glucose level was 12.6 mmol/l. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of low blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.